Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the keyboard was out of electrical specification. It was noted the keyboard was scratched. Analysis also found the upper case, lower case, and bail covers were broken and contaminated. Lead flex cover and main seal were contaminated. Lead flex o-ring and battery drawer were broken. Battery contacts were compressed and the ring was bent. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.